Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump alarms had occurred at the time of MRI (magnetic resonance imaging) but immediately stopped following the MRI. There were no further alarms for the weeks following the MRI.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the healthcare provider informed the company representative informed them prior to surgery that he believed this was a motor stall. There was no volume discrepancy. The pump was not going to be returned because the healthcare provider realized the pump had restarted and was operating properly. The pump was replaced because the eri was less than 8 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving morphine (15 mg/ml at 3.9 mg/day) and bupivacaine (5 mg/ml at 1.3 calculated mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was having their pump replaced today (B)(6) 2020 due to a motor stall.  It was noted that the patient had a cervical fusion surgery on (B)(6) 2020 and at that time had a magnetic resonance imaging (MRI).  It was noted that the pump status was not checked post MRI.  It was stated that on (B)(6) 2020 the patient had a refill and at that time they noticed a motor stall from (B)(6) 2020.  It was noted that the patient was scheduled for a pump replacement.  It was noted that when checking the pump status and logs on (B)(6)2020, the logs showed the motor stall recovered on (B)(6) 2020 at the refill.  Telemetry state condition was discussed as it relates to MRI.  It was discussed to check to see if there were any volume discrepancies at refill on (B)(6) 2020 and if the pump was audibly alarming (B)(6) to 2020 as it related to the telemetry state conditions.  It was noted the patient did have a MRI.  It had been more than 2 hours since the patient exited the MRI.  It was noted that troubleshooting resolved the reported issue.  No symptoms were reported. The event date was (B)(6) 2020.  No further complications were reported/anticipated.